Event description:
It was reported that an app crash alert occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. However, potential patient misuse occurred as the mobile device lost power. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)